Event description:
Her meter was reading 10.0. She replaced the battery because of the decimal. The meter was set in mmol/l, and the customer was able to reset to mg/dl with assistance. The customer did not allege any adverse events due to the mmol/l readings. No product will be returned for evaluation.